Manufacturer narrative:
H6: b22 ¿ product history review could not be performed as the serial# is not available. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, patient underwent an unknown procedure. It is not known which device was implanted, but fsa believes it is gore® excluder® aaa endoprosthesis (trunk ipsilateral leg component). On (B)(6) 2024, patient went to the ER, and presented with abdominal pain. Physician suspected a type 1a endoleak, but could not be confirmed via angiography. On (B)(6) 2024, patient underwent a reintervention surgery, in which a aortic extender was implanted proximally. No endoleak was observed at the end of the procedure. Patient tolerated the procedure. No images or further patient information is available. No device information is available on patient tracking database. No further information is available regarding case details.